Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspection was performed. The reported failure to advance was not confirmed as it was based on case circumstances. The shaft break was confirmed. The supera instructions for use (IFU) states: should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. In this case, the procedural conditions contributed to the difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were related to the case circumstances. Based on the reported information, the resistance and difficulty advancing were due to anatomical conditions which were described as extremely tortuous. The damage to the shaft likely occurred due to interaction with anatomy or associated devices during use. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an extremely tortuous superficial femoral artery with a 5 mm vessel diameter. Following pre-dilatation with a 5.5 armada balloon, a 5.5 x 200 mm supera self expanding stent system (sess) was advanced against resistance; however, failed to cross the lesion due to the anatomy. All devices were removed together as a single unit without resistance. Outside of the anatomy, the plastic of the catheter's shaft was noted to be broken. The lesion was further dilated and a new unspecified supera stent was deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.